Event description:
This lead exhibited low impedance measurements of < 200 ohms. This lead was capped and the associated pacemaker was replaced. Should additional information become available, this event will be updated.